Manufacturer narrative:
Additional information was received and reviewed. Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be device related due to the incomplete fill of the sealing rings with polymer. The most likely cause of the filling problem with the aortic body sealing rings was determined to be anatomy related due to the fifty degree angulation of the infrarenal aorta at the level of the aortic body bifurcation compressing the polymer fill channels. The tortuous iliac artery may have also contributed to the event. The most likely cause of the inability to advance the iliac limb delivery system was found to be anatomy related due to the severe angulation of the left common iliac artery. The most likely cause of the compromised stent graft integrity was determined to be user related due to the multiple non-endologix devices that were used in conjunction with the ovation system (off-label). The final patient disposition is unknown due to the lack of relevant medical records surrounding the event, however, there have been no additional reported of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. Upon deployment of a balloon expandable stent in an attempt to resolve the endoleak, extravasation of blood was noted distal to the left renal artery. A balloon inflated at the level of the observed extravasation in an attempt to resolve the extravasation; however, it was not fully resolved. A follow-up CT completed following day showed no evidence of extravasation and the aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal and kinked component could not be determined due to a lack of relevant imaging. However, the reported severe tortuosity in the aorta and iliac vessels likely contributed to the event. There were no procedure or user related issues found. Off label or cautionary product use conditions could not be determined. It was noted that an ovation ix iliac limb could not be advanced during the index procedure and a lower profile limb was used. The most likely cause of this issue is the reported severe tortuosity in the iliac limbs. The final patient disposition was discharged post-operative day two with a type ia endoleak still noted at the 30 day follow-up. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of a manufacture. (B)(4)